Event description:
It was reported by the customer's mother that the insulin pump was exposed to moisture and alarmed button error. Customer stated that they had been to a water park and the device was exposed to water. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).